Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that a day after ventricular assist device (vad) implant, the patient experienced acute kidney injury and was hypovolemic. Creatine (cr) levels became elevated, and the patient was placed on continuous renal replacement therapy (crrt) and treated with intravenous (IV) plasmalyte. Crrt was stopped once the patient¿s blood pressure was not tolerating it. Dialysis was started the following day and then stopped as the patient recovered. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This information was received from the hvad destination therapy post approval study. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a day after ventricular assist device (vad) implant, the patient experienced acute kidney injury and was hypovo lemic. Creatine (cr) levels became elevated, and the patient was placed on continuous renal replacement therapy (crrt) and treated with intravenous (IV) plasmalyte. Crrt was stopped once the patient¿s blood pressure was not tolerating it. Dialysis was started the following day and then stopped as the patient recovered. The vad remains in use. No further patient complications have been reported as a result of this event.